Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Manufacturer narrative:
Conclusion: per product evaluation, no problem was identified with image quality which passed product specification. Therefore, no root cause was identified. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the laryngoscope had flickering image and no image when connected to the tele pack+. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).